Event description:
It was reported that the screw did not lock to the plate. The surgeon used a long 1st tarsometatarsal (tmt) fusion plate and one locking screw hole failed. The 2.7 locking screw did not lock. The surgeon changed the screw but the new screw did not lock either, so the plate hole was changed. The surgeon decided that he did not want to change the plate because the other screws were ok. The head thread was flattened on the damaged screw head. This is report 2 of 2 for file (B)(4). This report is for the 2 unknown 2.7 locking screws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 unknown 2.7 locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.